Manufacturer narrative:
The initial reported event of fracture was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had been extracted. No patient complications have been reported as a result of this event.